Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: the customer stated that the anticoagulant citrate dextrose (acd-a) solution, saline, and red blood cells (rbc) were correctly attached during the procedure. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The run data file (rdf) was analyzed for this event. Review of the dlog and images associated to this complaint confirmed the occurrences of the ¿cells were detected in plasma line from centrifuge¿ alarm, and ¿¿leak was detected in centrifuge¿ alarm during this procedure. Possible causes for these alarms are, but not limited to: patient hematocrit entered was not correct. If it is falsely low. Rbc detector contained air bubble. Hemolysis may have occurred. The aim images during this procedure show the rbc interface over the limit in the channel. Additionally, during an rbc depletion procedure (both depletion and depletion/exchange) the system targets a hematocrit of 70% in the rbc remove line. To achieve this efficiency of removal, the interface is normally higher during an rbc depletion procedure than an rbc exchange procedure and is more sensitive to changes that result in shifts in the hematocrit (i.e. Inaccurate data entry, physiological shift due to the depletion, and inlet flow rate). The aim system is not used to control the interface position in an rbcx procedure; rather, it is only used to detect high interface positions as part of spillover detection. The interface in the connector is controlled by an algorithm and depends on accurate patient hematocrit entries by the operator. As a result, the system¿s ability to maintain the interface below spillover alarm trigger levels is challenged by the combination of pump speeds required to achieve the high rbc removal efficiency and the physiological hct shift due to rbc depletion. Consequently, ensuring accurate, day-of patient data has been entered at the start of the procedure is essential for optimal performance during the rbc depletion/exchange procedure. This will minimize any potential contribution toward spillovers related to inaccurate hematocrit entry. It is strongly encouraged to pause the procedure and draw a blood sample from the patient to obtain an accurate hematocrit at the time of the alarm versus attempting to guess what the current hematocrit may be. If it is not possible to get an accurate hematocrit value, the recommendation is to increase the hematocrit by 3 percentage points. Changing the current hematocrit is recommended with caution as inaccuracies in this number can lead to inaccurate end targets for the procedure. A disposable complaint history search was performed for this lot and found zero (0) reports for similar issues on this lot. Correction: the following are recommendations based on the signals seen in the dlog(s) for this complaint record: 1. Verify the data entered into the machine are correct. The patient hematocrit is used to determine appropriate inlet pump and plasma pump flow rates to establish, and maintain, the interface. If the entered hematocrit is lower than the actual hematocrit, it can lead to spillovers. Consequently, entering accurate patient data helps to optimize the collection. 2. In response to ¿cells were detected in plasma line from centrifuge¿ alarm: a. Examine the rbc detector for an air bubble; tap the detector several times with the tip of your finger to remove the bubble; pinch the plasma line below the cassette, hold the line closed for 5 seconds, and then release the line. B. Ensure that the pumps are paused and measure the patient's current hematocrit according to your standard operating procedures. Enter the patient hematocrit, and just then restart the pumps and resume the procedure. I. If you are unable to measure the patient's hematocrit, increase the entered hematocrit by 3 percentage points. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported possible hemolysis during a red blood cell exchange (rbcx) procedure on a spectra optia device. The nurse reported that the first administration of red blood cells was successful, however while administering the second unit the plasma was pink in the kit and separator set. Per the customer, the device alarmed "hemolysis detected". The nurse suspended the procedure and administered an IV of saline solution and performed a plasma exchange. The treating physician stated the hemolysis was not due to patient disease state, and immunohematolgy tests were performed (direct, indirect coombs test, compatibility tests) all with negative results. It was reported that the patient had no symptoms related to the treatment, however the patient was hospitalized for clinical monitoring and discharged in stable condition after 24hrs of observation. Per the customer, another procedure was performed to treat hemolysis. The customer stated there were not clots in the channel and a custom prime was not performed. The patient ID is not available from the customer. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in b.5, b.6, h.6 and h.11. Investigation: the customer stated that the anticoagulant citrate dextrose (acd-a) solution, saline, and red blood cells (rbc) were correctly attached during the procedure. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The run data file (rdf) was analyzed for this event. Review of the dlog and images associated to this complaint confirmed the occurrences of the ¿cells were detected in plasma line from centrifuge¿ alarm, and ¿¿leak was detected in centrifuge¿ alarm during this procedure. Possible causes for these alarms are, but not limited to: patient hematocrit entered was not correct. If it is falsely low. Rbc detector contained air bubble. Hemolysis may have occurred. The aim images during this procedure show the rbc interface over the limit in the channel. Additionally, during an rbc depletion procedure (both depletion and depletion/exchange) the system targets a hematocrit of 70% in the rbc remove line. To achieve this efficiency of removal, the interface is normally higher during an rbc depletion procedure than an rbc exchange procedure and is more sensitive to changes that result in shifts in the hematocrit (i.e. Inaccurate data entry, physiological shift due to the depletion, and inlet flow rate). The aim system is not used to control the interface position in an rbcx procedure; rather, it is only used to detect high interface positions as part of spillover detection. The interface in the connector is controlled by an algorithm and depends on accurate patient hematocrit entries by the operator. As a result, the system¿s ability to maintain the interface below spillover alarm trigger levels is challenged by the combination of pump speeds required to achieve the high rbc removal efficiency and the physiological hct shift due to rbc depletion. Consequently, ensuring accurate, day-of patient data has been entered at the start of the procedure is essential for optimal performance during the rbc depletion/exchange procedure. This will minimize any potential contribution toward spillovers related to inaccurate hematocrit entry. It is strongly encouraged to pause the procedure and draw a blood sample from the patient to obtain an accurate hematocrit at the time of the alarm versus attempting to guess what the current hematocrit may be. If it is not possible to get an accurate hematocrit value, the recommendation is to increase the hematocrit by 3 percentage points. Changing the current hematocrit is recommended with caution as inaccuracies in this number can lead to inaccurate end targets for the procedure. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported possible hemolysis during a red blood cell exchange (rbcx) procedure on a spectra optia device. The nurse reported that the first administration of red blood cells was successful, however while administering the second unit the plasma was pink in the kit and separator set. Per the customer, the device alarmed "hemolysis detected". The nurse suspended the procedure and administered an IV of saline solution and performed a plasma exchange. The treating physician stated the hemolysis was not due to patient disease state, and immunohematolgy tests were performed (direct, indirect coombs test, compatibility tests) all with negative results. It was reported that the patient had no symptoms related to the treatment, however the patient was hospitalized for clinical monitoring and discharged in stable condition after 24hrs of observation. Per the customer, another procedure was performed to treat hemolysis. The customer stated there were not clots in the channel and a custom prime was not performed. The patient ID is not available from the customer. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: the customer stated that the anticoagulant citrate dextrose (acd-a) solution, saline, and red blood cells (rbc) were correctly attached during the procedure. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported possible hemolysis during a red blood cell exchange (rbcx) procedure on a spectra optia device. The nurse reported that the first administration of red blood cells was successful, however while administering the second unit the plasma was pink in the kit and separator set. Per the customer, the device alarmed "hemolysis detected". The nurse suspended the procedure and administered an IV of saline solution and performed a plasma exchange. The treating physician stated the hemolysis was not due to patient disease state, and immunohematolgy tests were performed (direct, indirect coombs test, compatibility tests) all with negative results. It was reported that the patient had no symptoms related to the treatment, however the patient was hospitalized for clinical monitoring and discharged in stable condition after 24hrs of observation. Per the customer, another procedure was performed to treat hemolysis. The customer stated there were not clots in the channel and a custom prime was not performed. The patient ID is not available at this time. The collection set is not available for return because it was discarded by the customer.

Event description:
The customer reported possible hemolysis during a red blood cell exchange (rbcx) procedure on a spectra optia device. The nurse reported that the first administration of red blood cells was successful, however while administering the second unit the plasma was pink in the kit and separator set. Per the customer, the device alarmed "hemolysis detected". The nurse suspended the procedure and administered an IV of saline solution and performed a plasma exchange. The treating physician stated the hemolysis was not due to patient disease state, and immunohematology tests were performed (direct, indirect coombs test, compatibility tests) all with negative results. It was reported that the patient had no symptoms related to the treatment, however the patient was hospitalized for clinical monitoring and discharged in stable condition after 24hrs of observation. Per the customer, another procedure was performed to treat hemolysis. The customer stated there were not clots in the channel and a custom prime was not performed. Due to EU personal data protection laws, nether patient information is not available from the customer. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in b.5, h.6 and h.11. Investigation: the customer stated that the anticoagulant citrate dextrose (acd-a) solution, saline, and red blood cells (rbc) were correctly attached during the procedure. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The run data file (rdf) was analyzed for this event. Review of the dlog and images associated to this complaint confirmed the occurrences of the ¿cells were detected in plasma line from centrifuge¿ alarm, and ¿¿leak was detected in centrifuge¿ alarm during this procedure. Possible causes for these alarms are, but not limited to: ¿ patient hematocrit entered was not correct. If it is falsely low. ¿ rbc detector contained air bubble. ¿ hemolysis may have occurred. The aim images during this procedure show the rbc interface over the limit in the channel. Additionally, during an rbc depletion procedure (both depletion and depletion/exchange) the system targets a hematocrit of 70% in the rbc remove line. To achieve this efficiency of removal, the interface is normally higher during an rbc depletion procedure than an rbc exchange procedure and is more sensitive to changes that result in shifts in the hematocrit (i.e. Inaccurate data entry, physiological shift due to the depletion, and inlet flow rate). The aim system is not used to control the interface position in an rbcx procedure; rather, it is only used to detect high interface positions as part of spillover detection. The interface in the connector is controlled by an algorithm and depends on accurate patient hematocrit entries by the operator. As a result, the system¿s ability to maintain the interface below spillover alarm trigger levels is challenged by the combination of pump speeds required to achieve the high rbc removal efficiency and the physiological hct shift due to rbc depletion. Consequently, ensuring accurate, day-of patient data has been entered at the start of the procedure is essential for optimal performance during the rbc depletion/exchange procedure. This will minimize any potential contribution toward spillovers related to inaccurate hematocrit entry. It is strongly encouraged to pause the procedure and draw a blood sample from the patient to obtain an accurate hematocrit at the time of the alarm versus attempting to guess what the current hematocrit may be. If it is not possible to get an accurate hematocrit value, the recommendation is to increase the hematocrit by 3 percentage points. Changing the current hematocrit is recommended with caution as inaccuracies in this number can lead to inaccurate end targets for the procedure. A disposable complaint history search was performed for this lot and found zero (0) reports for similar issues on this lot. Root cause: a root cause assessment was performed for this complaint. Review of the dlog and images associated to this complaint confirmed the occurrences of the ¿cells were detected in plasma line from centrifuge¿ alarm, and ¿¿leak was detected in centrifuge¿ alarm during this procedure. Possible causes for these alarms are, but not limited to: * patient hematocrit entered was not correct. If it is falsely low. * rbc detector contained air bubble. * hemolysis may have occurred. The aim images during this procedure show the rbc interface over the limit in the channel. Additionally, during an rbc depletion procedure (both depletion and depletion/exchange) the system targets a hematocrit of 70% in the rbc remove line. To achieve this efficiency of removal, the interface is normally higher during an rbc depletion procedure than an rbc exchange procedure and is more sensitive to changes that result in shifts in the hematocrit (i.e. Inaccurate data entry, physiological shift due to the depletion, and inlet flow rate). The aim system is not used to control the interface position in an rbcx procedure; rather, it is only used to detect high interface positions as part of spillover detection. The interface in the connector is controlled by an algorithm and depends on accurate patient hematocrit entries by the operator. As a result, the system¿s ability to maintain the interface below spillover alarm trigger levels is challenged by the combination of pump speeds required to achieve the high rbc removal efficiency and the physiological hct shift due to rbc depletion. Consequently, ensuring accurate, day-of patient data has been entered at the start of the procedure is essential for optimal performance during the rbc depletion/exchange procedure. This will minimize any potential contribution toward spillovers related to inaccurate hematocrit entry. It is strongly encouraged to pause the procedure and draw a blood sample from the patient to obtain an accurate hematocrit at the time of the alarm versus attempting to guess what the current hematocrit may be. If it is not possible to get an accurate hematocrit value, the recommendation is to increase the hematocrit by 3 percentage points. Changing the current hematocrit is recommended with caution as inaccuracies in this number can lead to inaccurate end targets for the procedure. Based on the available information a definitive root cause for hemolysis could not be determined but it is likely due to one or a combination of the possible causes listed below: * patient's medication and/or medical treatment. * kinked inlet line resulting in rbcs exposed to pressure drop in inlet line. * return needle inner diameter not compatible with return line resulting in rbcs exposed to pressure drop. * inlet pressure sensor (ips) incorrectly measures pressure in inlet line due to component deterioration damage or sensor calibration.